Event description:
It was reported that the axsos screwdriver blade broke during surgery. The surgeon felt this was due to the fact that the patient had osteopetrosis and therefore very hard bone. Breakage occurred when screw was only halfway into the plate. Also several broken drill bits broke. The surgeon ended up predrilling with a generic 3.2mm drill then with the correct 4.3mm drill and a final generic 4.5mm drill prior to insertion of 5mm screws. After this since the screwdriver blade was broken the torque limiter was used for all remaining screw insertion and further breakage avoided.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Same patient event as MDR 8031020-2009-00034, and MDR 8031020-2009-00035.